Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex deflectable videoscope exhibited a black screen and no image . The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is presumed that water/moisture invaded the device and image sensor unit /printed circuit board inside connector was broken by the water, causing the suggested event. The event can be detected by following the instructions for use (IFU). Ltf-s190-5 operation manual chapter 3 preparation and inspection: 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.